Manufacturer narrative:
Additional information: section h6: evaluation code-result and conclusion evaluation summary: service personnel (sp) inspected the ventilator and verified the reported condition. Sp found bad batteries. Sp replaced the batteries and then found est failed during battery test. Sp reported that the breath delivery (bd) power controller/ distribution assembly and dc (direct current) - dc converter board will be replaced whenever the parts are available. Two batteries were returned to medtronic for further analysis. A visual inspection of each returned part showed no anomalies. Each battery was inserted into the bdu (breath delivery unit) primary battery receptacle with no led¿s displayed. After powering up in service mode, the red battery fault indicator light was triggered, and the status display showed a red ¿!¿ for the primary battery receptacle indicating no charge along with alert codes. Each battery was then connected to the bqwizard software for further analysis and found hardware short circuit (hsc) failure. As all the repairs are not made, with the information available, a cause could not be established. If additional parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The service engineer (se) evaluated the device and determined that a direct current (dc) to dc printed circuit board (pcb) will need to be replaced. The part has been ordered and se will return for continuing servicing of unit when part arrives. If the part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator emitted a loud pop sound, there was a burnt smell, the display went blank, the unit shut down and stopped ventilating. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.